Event description:
It was reported that the tps handpiece cord displayed a bias current message when connected to the console during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the tps handpiece cord displayed a bias current message when connected to the console during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
It was confirmed the cable caused a bias current error to be displayed by the service technician through functional evaluation. During the device inspection, the cable¿s internal wiring was found to be damaged. The device was scrapped by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.